Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's remote control (rc) was unable to link with the ipg and the battery was in hibernation despite charging attempts. It was also reported that the patient lost a significant amount of weight. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. It was noted that the physician did not know if difficulty charging and inability to link remote control (rc) to ipg was due to weight loss. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's remote control (rc) was unable to link with the ipg and the battery was in hibernation despite charging attempts. It was also reported that the patient lost a significant amount of weight. The patient will undergo an ipg revision.